Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited sudden high out of range pacing impedance measurements above 3000 ohms in the right ventricular (rv) lead channel. Technical services (ts) was consulted and further in office and x-ray evaluation was recommended. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.